Event description:
It was reported that shaft break occurred. A 3.00mm x 20mm nc emerge balloon catheter was selected for use. During preparation of the device, extreme force was required to remove the stylet and the shaft broke. The wire could not be fed over the monorail. The procedure was completed with an alternative balloon. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 3.00mm x 20mm nc emerge balloon catheter was selected for use. During preparation of the device, extreme force was required to remove the stylet and the shaft broke. The wire could not be fed over the monorail. The procedure was completed with an alternative balloon. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. Visual inspection revealed no damage or irregularity. Microscopic inspection revealed that there was contrast in the inflation lumen and the balloon was tightly folded. At 3mm distal to the bicomponent weld, for a length of 3mm, the guidewire lumen was stretched, prolapsed, and punctured. Further testing was not performed as the damage present would prevent the wire from advancing and would likely cause further device damage. Product analysis confirmed the reported difficulty to remove the mandrel as the guidewire lumen was stretched, punctured, and prolapsed. Product analysis could not confirm the reported separation as there was no break in the device.